Event description:
Sparks were coming from the lower left corner of the mattress. The mattress control box burned. Pt was on mattress but was not harmed. Dates of use: 2009. Diagnosis or reason for use: patient bed.